Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer treated the high blood glucose level with manual injections. The customer¿s parent reported the insulin pump started to beep and the screen is blank. The customer¿ parent did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. The insulin pump was received with scratched case and minor scratched lcd window.